Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a black lcd touchscreen display was confirmed. Ventec observed that the backlight was out, which caused the display to be very dark (black) making anything on the display very difficult to read. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board. This event has been assessed as reportable after conducting a retrospective review of service records and is considered to be a late MDR.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that its lcd touchscreen display was black. There were no reports of patient involvement associated with the reported issue.